Event description:
The intralase fl laser was used to create a cornal flap for lasik surgery. Postoperatively the patient presented with diffuse lamellar keratitis (dlk) in one eye. The flap was lifted and rinsed and the patient's current bcva is 20/20. The physician reports the patient's prognosis is good.